Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle piece(s) retrieved? Yes. Were x-rays taken to locate the needle piece(s)? No. What was the size of the needle used? Unknown. Lot number? Unknown, packaging discarded; are any samples available of evaluation? No, discarded.

Event description:
It was reported that a patient underwent an incision closure procedure on (B)(6) 2022 and suture was used. The tip of needle broke off in the needle holder. The tip was collected and placed on the magnet needle count board. The remaining needle and broken tip were placed together, in needle count board to account for entire needle. No adverse patient consequences were reported. Additional information was requested.